Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic robot assisted right hemicolectomy in which a high frequency electrosurgical unit was used, the surgeon intended to use the soft coagulation mode of the monopolar suction tube for hemostasis. A burn/thermal injury was noted on the duodenal surface. The surgeon had not pressed the foot switch, and no staff had heard the sound of the coagulation mode activation. The monopolar suction tube was removed, and as no perforation was observed at the burn site, the surgery continued. After the right hemicolectomy, two-layer suturing of the serosal muscle layer was performed at the site of the duodenal injury and takecab tablets were initiated starting post-operative day 1 through 7.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.